Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02-mar-2016 for investigation. A visual inspection of the returned platform was performed and no physical damage was observed. A review of the platform's archive data was performed and found multiple occurrences of ua 7 on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The reported ua 7 message was also duplicated when the platform was powered on for functional testing. Further investigation determined that one of the load cells was not functioning properly. Based on the investigation, the parts identified for replacement was one load cells. In summary, the customer's reported complaint of the platform displaying a ua 7 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be one of the load cells, which was not functioning. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing. A load cell characterization test was also performed, which verified that the new load cell was functioning within specification.

Event description:
It was reported to zoll that user advisory 7 (discrepancy between load 1 and load 2 too large) is constantly showing up when turning on the autopulse platform during patient use. The customer is unable to clear this message. They swapped out to new lifeband without any success. The customer reverted to manual CPR.